Manufacturer narrative:
Concomitant medical products: product ID 37752, serial# (B)(4), implanted: (B)(6) 2009, product type: recharger; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead; product ID 37743, serial# (B)(4), implanted: (B)(6) 2009, product type: programmer, patient. (B)(4).

Event description:
Follow up information received reported that the patient still had concerns with their device therapy but was working with their doctor and the manufacturer¿s representative. An appointment of (B)(6) 2015 was noted. If additional information is received, a follow-up report will be sent.

Event description:
It was reported that the patient had not been using the implantable neurostimulator (ins) therapy recently because it had not been helping unless she was at home sitting down. She had ¿16 leads¿ and when she changed positions the ins would either ¿shock the pee out of her¿ or not help where it was supposed to. The ins was not covering both the new and old pain. It was noted that the patient fell 2 years ago this (B)(6) and re-injured her back, causing new pain on her front and side. The patient was going to the healthcare provider (hcp) office tomorrow for a nerve block. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.